Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that suture broke due to excess tensioning. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During a falange fracture repair, at the moment to place and pull the anchor, the suture is broken. The anchor and the suture were left into the patient bone. Additional information received on 7-28-2016 indicates that the anchor was left inside the patient and is contained inside the bone. The procedure was completed with another anchor by creating a new bone hole. No anchor is being returned for evaluation. The failure did not extend the procedure for more than 30 minutes.